Event description:
It was reported that during surgery the device was in need of repair with an unknown product deficiency. There was no note of patient impact or delay. During product evaluation, it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) . Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was worn, and the cable insulation was damaged. The motor, reciprocating arm, and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number:(B)(6) . G2 country: france.